Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device failed to detect an upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was performed. The eval could not reproduce the reported symptom. The device was tested and passed the upstream occlusion and spectrum service manual testing. The upper and lower ultrasonic readings were found to be within specification. Physical inspection of the ultrasonic sensor found no discrepancies.